Manufacturer narrative:
As a result of becoming aware of additional information that was learned through MDR report#3008805841-2018-00003 a review of similar complaints was undertaken. One was identified requiring reassessment of the prior MDR determination, resulting in this report. The nvisionvle® low-profile optical probe was returned to ninepoint medical for evaluation. Device was intact with the exception of the soft tip which had detached during the procedure. The sheath imaging window did not appear to have been stressed in tension. The device history record was reviewed for the returned nvisionvle® low-profile optical probe and no anomalies were identified that could have contributed to this event. Investigation is on-going. Related warnings and precautions in the instructions for use include: 1. To prevent failures in the nvisionvle low-profile optical probe, do not kink or sharply bend it at any time. 2. Extreme endoscope manipulations may result in breakage of the optical probe. 3. Do not use the nvisionvle low-profile optical probe if the inner package is open or damaged. 4. Do not use the nvisionvle low-profile optical probe if the device appears to be damaged. 5. The nvisionvle low-profile optical probe is supplied sterile and is designed for single-patient use only. 6. Do not reuse or re-sterilize the nvisionvle low-profile optical probe. 7. This device should not be used in any anatomy where the labeled diameter would be inappropriate.

Event description:
The physician selected a nvisionvle® low-profile optical probe for the oct imaging evaluation. The optical probe was placed inside the common bile duct and imaging was performed successfully. It was reported that the soft tip of the optical probe had become detached inside the endoscope during removal. The physician removed the scope from the patient and removed the optical probe soft tip from the scope. No medical intervention was necessary. The patient was not harmed.